Event description:
It was reported that a patient underwent an open parastomal primary hernia repair procedure on (B)(6) 2011 and mesh was implanted. The patient reported a recurrence of the hernia in (B)(6) 2012. The recurrence was confirmed in (B)(6) 2012. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.